Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿no readings¿ sensor error message on the 5th day of wearing the adc freestyle libre 2 sensor and being unable to obtain readings. Customer further reported experiencing a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided food and juice for treatment. In additional, customer had an EKG and CT scan along with a blood glucose laboratory result of 50mg/dl. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history record) was reviewed and confirmed that serial number (B)(6) was manufactured after adc became aware of the complaint. The sensor kit manufacturing date is 18-feb-22 and the case awareness date is 25-jan-22. This search invalidates the serial number listed in the complaint. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported receiving a ¿no readings¿ sensor error message on the 5th day of wearing the adc freestyle libre 2 sensor and being unable to obtain readings. Customer further reported experiencing a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided food and juice for treatment. In additional, customer had an EKG and CT scan along with a blood glucose laboratory result of 50mg/dl. No further information was provided. There was no report of death or permanent impairment associated with this event.